Manufacturer narrative:
The device history record was reviewed and met all release criteria. Upon inspection of the returned sample, the bifurcate and the shaft of the catheter were intact and undamaged. The balloon had been deflated down to 2 wings. Attempted to insert an in-house .035 inch guide wire through the guide wire lumen of the catheter at the proximal end. The guide wire passed through approx 95 percent of the catheter and would not pass any further. There was alot of difficulty getting the guide wire to pass to this extent. The guide wire difficulty was likely due to bodily fluid inside the lumen. Immersed the balloon catheter into a warm water bath. Using a 30cc inflation device, inflated the balloon to 27 atm rbp (rated burst pressure), held for approx 30 secs, with no leaks and no problems. Deflation of the balloon was very slow. Re-inflated the balloon to 27 atm to attempt deflation, and again it was very slow, approx 43 secs. An inspection of the port holes inside, the balloon showed that they were present and unobstructed. To isolate and determine where the blockage was in the catheter, a several dissections of the catheter were performed. The last section cut from the shaft of the catheter was cut off right at the strain relief. Exerted positive pressure on the remaining section using the inflation device that created a rush of an air burst and bubbles in the beaker of water. Floating in the beaker of water were a couple of fibers that measured approx 2mm and 3mm in length. There were also a couple min particulates that measured approx .08. The fibers and particulates were of unk origin. The slow deflation is more than likely due to the foreign matter that may have been blocking the inflation/deflation path. The origin of the foreign matter is unk. A visual inspection through the clear bifurcate showed no obstructions. Looking through the proximal opening of the inflation hub, there were no obstructions observed. The result of the investigation was confirmed for difficult to deflate, root cause unk. It is unk if procedural issues contributed to this event.

Event description:
It was reported that during a pta procedure to declot a dialysis access graft, the balloon would not deflate. The procedure was done sheathless. The balloon was inflated with a 3cc syringe and when it would not deflate, the doctor used a 30cc syringe to deflate and hold negative pressure on the balloon to remove it. No injury to the pt was reported.